Event description:
Emergency medical technicians were called because someone had passed out at work. Upon arrival the emergency medical technician used the suspect device to check the pt's blood glucose and obtained a result of 75 mg/dl. A different device was then used and the result was 14 mg/dl. The pt was treated with a d50 IV. Level 1 control was in range and level 2 control was out of range on the suspect device. The device was replaced and requested to be returned for evaluation.